Event description:
It was reported to covidien that the unit has a burning smell. There was no pt reported or change in therapy to prevent pt harm. No pt involved.

Manufacturer narrative:
Covidien service confirmed there was an odor, the connector melted. The warmtouch 5200 and 5300 pt warmer have been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.